Event description:
The patient's father reported that the pump would re-boot when it was bumped.

Manufacturer narrative:
The pump was returned to animas for eval. The pump was evaluated and found to be operating within required specifications. Eval found that the pump powers up properly. The pump was exercised for 24 hours with no issues or re-booting. A review of the pump history indicated that re-booting had occurred which could not be duplicated during testing.